Manufacturer narrative:
(B)(4).

Event description:
Patient's contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the sensor wire detached from the sensor pod and was lying on the carpet. The sensor was inserted at the patient's abdomen (B)(6) 2015. No additional event or patient information is available.